Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver was analyzed and the reported failure was not confirmed. The instrument was returned in a damaged condition and was unable to be tested for intuitive motion. The instrument is not an energy instrument and cannot deliver energy. As a result, the instrument is unable to produce smoke. The root cause of this failure is attributed to the mishandling or misuse. Additional observations related to the customer reported complaint: the instrument failed mechanical engagement when placed in the system, causing the instrument to be unable to be tested. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was found to have an input disk broken, likely causing the instrument to fail engagement. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were found on grip input disks. The root cause of this failure is typically attributed to the mishandling or misuse. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the large needle driver instrument went up in smoke and the surgeon lost control. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the operating room team resolved the issue by utilizing a backup instrument, causing a delay of less than 15 minutes. No further details were provided by the surgeon.